Event description:
Info received indicates the brake would pop out of the locked position when the bed was bumped and the brake alarm would not silence.

Manufacturer narrative:
The tech found the caster supports were broken which allowed the casters to wobble and preventing the brake switch from making contact. The tech replaced the four caster supports to repair the bed.